Event description:
The use of novaplus cool pack may have been involved in a pt injury event. The pt sustained a chemical burn to the lateral aspect of the left knee, caused by a cold pack that had been applied and ruptured while he was at home. The pt was admitted to the hospital on (B)(6) 2013 and underwent a debridement and split-thickness autograft procedure on (B)(6) 2013. Dates of use: (B)(6) 2013. Diagnosis or reason for use: left knee pain.